Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a priming anomaly from the insulin pump. The customer's blood glucose reading was 126 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer stated that the pump's piston continued to move forward after reservoir contact and insulin squirted out. The customer stated that no numbers appeared on the screen. The customer stated that no beeps were heard. The customer stated that leaving the prime was not possible. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump has not been contacted with water. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the prime test due to the alarms. The pump was received with a cracked case at the display window corners and battery tube threads. The pump was received with minor scratches on the display window, a missing end cap sticker, and a partially broken reservoir tube lip.